Manufacturer narrative:
Findings: pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during the fill cannula. The customer's blood glucose was unknown mg/dl. The customer stated that he got a low reservoir alarm and he refilled the reservoir and then when he fill cannula he got an alarm. The customer stated that there is no significant events leading to the alarm. The customer was advised that the alarm may be cause by viewing the sensor glucose graph while the device is delivering a bolus. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.